Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is in the hospital due to reported confusion and other issues. The team wanted to do an MRI because her symptoms were consistent with a possible brain tumor. Impedances were checked. Contact 8 on the right lead had high impedances, above 40,000 ohms. Patient was being stimulated in monopolar on contact 11 on the right side. All impedances on the left lead were ok. The patient reported no recent change in therapy for her tremor. MRI form could therefore not be completed and patient was not cleared for an MRI. No falls were reported. Multiple impedance checks were taken and 3v. No actions are planned or were taken at this time as therapy is unchanged. The impedance issue was reported to the patient's neurologist.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient couldn¿t receive an MRI because of the high impedances detected on the right lead. The cause of the impedance issue wasn¿t determined. It was unknown if the symptoms were related. The patient¿s stimulation remained unchanged and the patient¿s managing physician was notified of the high impedances. It was unknown if any interventions were planned in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.